Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt like they were having small bowel movements. The caller asked if the device could stop someone from having a bowel movement. The patient turned stimulation up and was having leakage and pain so they turned stimulation down to zero. The patient felt something like ¿stool sticking them¿ so they turned down stimulation. The caller asked how they turn the therapy off because it wasn¿t doing anything. The caller also stated the therapy was helping both bladder and bowel. Syncing with the programmer showed the therapy was off. The caller was redirected to their healthcare provider and stated they had an appointment soon. No further complications were reported. Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gastrointestinal/pelvic floor who reported that the patient felt like the ins was "pinching" them so they decreased stimulation. The caller then indicated that the patient felt that the ins was interfering with them having a bowel movement so the caller assisted the patient with turning stimulation all the way down and then off. However, in the last couple of days the caller and the patient had turned stimulation back on and set it to 1.4, but the patient still thought that the ins was preventing them from having bowel movements, but the caller indicated that the patient was having bowel movements. Additionally, the caller indicated that the ins was for bladder and bowel incontinence and that they think the ins is working fine. The patient then indicated that before turning the ins back on they would only get "itty bitty pieces" to come out when they had a bowel movement. Additionally, the patient would fall asleep for a while and would wake up with their butt wet and according to the patient setting the ins back to where it was before (4.5) did not resolve the issue. The caller and patient were advised that the patient being unable to have a bowel movement could be a sign of over stimulation, but the caller reported they already turned stimulation down. The caller was then assisted with changing the patient's program from program 2 at 1.5 to program 3 at 2.7 where the patient confirmed comfortable stimulation. The patient and caller were advised that it can take time for the body to adjust to therapy changes and that the patient should follow-up with their healthcare provider (hcp) if their symptoms did not resolve. A second call indicated that the patient still felt the pinching even at the new setting and the caller indicated that they will turn it off and back on after the patient's other unrelated medical issues and surgery are taken care of. The caller and patient were again advised to follow-up with the patient's healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated. Additional information from the patient determined that the patient felt the device was not working properly. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.